Event description:
Info received indicates the head end brake casters will swivel when locked into brake.

Manufacturer narrative:
The technician replaced the worn head end brake casters to repair the stretcher.